Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine observed that the negative terminal pogo-pin was shorter than the other pins and could only spring back partially into position, indicating that the pogo-pin had failed. The most likely cause is due to the device was stored outside of the indicated conditions and/or sustained an impact. The device was scrapped by heartsine and the customer was provided with a replacement device. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the pogo pin failed to function. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient involvement reported during the event.